Manufacturer narrative:
Device received with severe scratches on lcd display window noted. The p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and making it more difficult to seen also stated that he was replacing battery more frequently but not less than 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.